Event description:
The catheter was inserted into the patient's right wrist on (B)(6) 2010. The catheter broke away from the plastic adapter while indwelling, requiring surgical removal. The patient is in good condition.

Manufacturer narrative:
The sample was received and sent for decontamination (B)(6) 2011. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).